Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient reported an end of service (eos) message. The patient was dissatisfied with the ins longevity. The patient reported that he had the device replaced a year ago and the previous device last two years. Thepatient reported that it seemed like the device was only lasting a year now. No further complications were reported.